Manufacturer narrative:
(B)(4). Additional information: the ccs29 instrument was returned with no packaging materials and the jaws were covered in bubble-wrap. No packaging was returned for evaluation so the complaint event could not be verified. The customer-supplied photo shows what appears to be a cut in the tyvek at the end of the package. Analysis will be performed if packaging materials are returned. Complaint event is not confirmed. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the surgeon found the sterile package was broken after the outer box was opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.